Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2026, during use, the disposable sterile urinary catheter malfunctioned as the balloon was found to be ruptured after drainage was noted to be not smooth during subsequent bladder irrigation rounds, and upon removal of the catheter the balloon rupture was confirmed, after which the device was immediately replaced.